Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that patient is needing an MRI and they can't get the device shut off. Patient stated the shocking started when they first had the device put in and it was only happening once in a while. Patient said over the last november it was so bad that it was throbbing and shocking them so they shut the device down and went to the doctor. Patient stated that they are having a surgery next week to have the device moved to the left side. Agent walked patient through accessing MRI mode and patient was able to successfully activate MRI mode. The troubleshooting steps that were taken on the call resolved the issue.